Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " left prosthesis is broken". Healthcare professional reported "oval nodule, hypointense of 13x7 mm and little enhancement after IV contrast administration. Left shows a detachment in between the covers, without solution of continuity in probable relation with intracapsular rupture. Solid nodules, hypo echogenic, of well-defined edges, suggesting probably a benign etiology, in left breast in upper external quadrant of 16x6 mm and another periareolar of 4mm" via ultrasound "hard palpation" "the left retropectoral prosthesis, presents a subcapsular line in its upper margin that could be in relation with intracapsular rupture. In external quadrant of left breast an oval nodule is observed, hypointense, of 13x7 mm with little enhancement after IV contrast administration" via MRI. This record is for the left side. Device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, b5, d6b, h6.

Event description:
Device has been explanted and replaced with non-abbvie brand.